Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, air ingress was observed. The sheath was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files and the device were returned and analyzed. Data files showed that at least nine applications were performed with the balloon catheter on that date of the event. Visual inspection of the sheath showed that the device was not intact and there was a kink on the shaft. The sheath was unable to be inserted into the balloon catheter to perform a loaded air ingress test. A non-loaded test did not show any defects and pressure testing did not show any leaks in the handle. Also, the kink was located at 1.3 inches from the tip of the strain relief. Visual inspection of the hemostatic valve under the microscope did not show any valve tear or wear. In conclusion, the reported issue of air ingress could not be confirmed through testing. The sheath failed the returned product inspection test due to a shaft kink. If information is provided in the future, a supplemental report will be issued.